Event description:
It was reported that a patient expired during a percutaneous transluminal coronary angioplasty (ptca) procedure. During the intervention, x-ray exposure was unavailable and unrecoverable upon system reset. Following the failure, the patient was transferred to another room to continue the intervention, and died in the other room. No information has been obtained at to date regarding patient clinical status before and during the intervention, or the cause of death. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
No patient information was provided.